Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer stated that he was unconscious. Troubleshooting was performed. Found that the customer was delivering boluses through the bolus wizard feature without entering the carbohydrates or blood glucose levels. The customer also stated that he has been under stress due to his mother's passing and other health issues with family members. The customer was advised how to properly use the bolus wizard feature. Nothing further was reported.